Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Supplemental report 01 -(B)(4) MDR 3003442380-2024-07590. MDR retraction: the initial MDR with manufacturing report number (3003442380-2024-07590), was submitted on 11-jun-2024. However, based on the description of event, it was found that the infusion set was used for 5 days that is against the instructions for use (IFU) guidlines now, this case has been determined to be non-reportable hence, this MDR is being submitted to retract the initial MDR. B5: describe event of problem: it has been determined that the reported event was a result of user error and not related to a malfunction of the infusion set device. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusions set fell off during use on event on 27-april-2024. Infusion set has been used for 5 days. 3m tac aderm was adhesive aide used at the area of insertion site. Insertion area was cleaned, air-dried and free from hair. Customer doing physical activity/sweating, swimming, or bathing at the time the set fell off. The blood glucose level was 180-200 mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available